Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 417 mg/dl, 414 mg/dl, 385 mg/dl and in range of 300 mg/dl. Customer was treated with insulin pump. Customer was using auto mode. Customer stated insulin pump had scratches on screen and screen was readable. Customer did not want troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.